Event description:
Discordant, falsely elevated sodium and chloride results were obtained on patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were rerun, and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse could not find an instrument malfunction. The cause of the discordant, falsely elevated sodium and chloride results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.